Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified procedure, the camera head had black spots showing up. There were no reports of patient harm.

Event description:
It was reported that during an unspecified procedure, the camera head had black spots showing up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fail water leak test due to a tiny pin hole on the cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: showing black and colors lines on image due to bad damage video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.